Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery. The hi-torque pilot 50 guide wire's distal tip was in calcified plaque during a percutaneous coronary intervention when the guide was torqued and the guide wire separated at the junction between the distal and proximal part. Despite several attempts with a snare device and balloon, the separated segment could not be retrieved. Because of this, there was an unplanned procedure to embed the guide wire tip the arterial wall with a deployed stent. There was a clinically significant delay in the procedure due to the attempts to retrieve the distal piece. The patient final outcome was good. No additional information was provided.